Event description:
When the bbraun pump is preprogrammed and in standby mode, the user is unable to start the infusion by merely pressing "start"; a message is generated referencing to start the infusion from the home menu. However, if a critical low battery alarm is acknowledged, the pump defaults to a screen where the user can automatically select "start". Therefore, it appears that a battery alert will remove the pump from the standby mode, which eliminates the safety guardrail that requires the user to go to the home menu to start the infusion.